Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger has a pin that came out and now they cannot charge the implant. Patient stated they have been trying to get the pin back in but it comes right back out. Patient said they have an appointment with their doctor on the (B)(6) and are going to be discussing replacing their implant. The issue was not resolved. Agent sent a request to repair to replace the recharger. Patient called back sharing they were sent the wrong piece. Patient said that they got the other piece; agent understood as the recharger. Patient needed the wall charger to be replaced. Agent reviewed information. Another request was sent to the repair department notifying them of this and for a desktop/ac power supply charger replacement. Agent closed case.

Manufacturer narrative:
H3: analysis of the [desktop charger], model [37761], s/n [(B)(6)], revealed: frayed cord. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.